Event description:
While in labor, the patient received an epidural. The pump alarmed every 5 minutes with the "air in tubing" note. The pump, tubing, and batteries were changed a total of six times. The nurse was very frustrated and requested that new pumps be purchased.